Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to defect of the video connector, poor contact occurs with the scope, and it caused occurrence of the noise on the image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the visera elite video system center had suspected poor contact between the video connector and scope. There was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the image was noisy due to a defective video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.